Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was an implantable neurostimulator (ins) pocket issue. The patient was a (B)(6) and their equipment was causing pocket discomfort that required the implantable neurostimulator (ins) be moved. This started a couple weeks or so in (B)(6) 2016. The doctor was going to move the pocket site on (B)(6) 2016. It was unknown if the patient covered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.